Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the neuro tip was bent, there was component damage, the components were loose, a cutter could not be inserted, and the device was cosmetically worn. It was further determined that the device failed pretest for visual assessment, labeling assessment, and cutter insertion. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the craniotome device could not hold the burr device in place. During service and evaluation it was observed that the neuro tip of the device was bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.